Event description:
A customer reported encountering cgm error 42 with their g6 sensor. The blood glucose level was not adversely affected. Technical support guided the customer through a pump reset procedure, after which no further error codes were displayed. The issue was resolved by initiating a new cgm session successfully.